Event description:
Device issue: none. Adverse event: aphasia and bradycardia requiring intervention, stroke. Onset of adverse event: during the procedure, after the procedure. It was reported that the pt underwent stenting in the left internal carotid artery with an acculink stent. After post-dilatation of the acculink stent with a viatrac balloon, the pt experienced expressive aphasia lasting 2 to 3 mins with complete resolution before the pt left the cath lab. After post dilatation, the pt also experienced transient bradycardia that resolved after one dose of atropine. The pt's aphasia returned later that evening. He continues to experience aphasia, but it has improved. The pt was treated with heparin after two CT scans of the head showed no bleed. The pt was treated with speech therapy. The pt was discharged 2 days post procedure. Eleven days after the procedure, the pt developed expressive aphasia that was diagnosed as a stroke. No treatment was provided and the condition is continuing, but improved. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The reported pt effects, cerebrovascular accident and neurological deficit/dysfunction are both listed in the product risk assessment. Cerebrovascular accident is also listed in the instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.